Event description:
It was reported that approximately ten months post placement of a 7x170 mm and a 7x100mm stent in the left sfa, the patient presented with claudication in the left leg. Imaging was performed and it was identified that the sfa was occluded and the stents were fractured. The physician performed angioplasty and implanted two stents overlapping the fractured segments. The patient was reported to be asymptomatic after the procedure.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. The stent remains implanted; therefore, it is not available for evaluation. The event investigation is currently underway. This report is for one of two devices involved in the same patient and associated with the event reported under manufacturer report no 9681442-2010-00089.